Event description:
The customer reported "attached the secondary chemo line with a texium cap-spiked vp16 and flush port on chemo secondary started leaking." There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.